Event description:
It was reported the patient has not used/charged the scs system for over 4 years. The sjm rep confirmed the patient's scs system is inoperable. Surgical intervention will be taken at a later date to explant the scs system per the patient's request.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.